Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was in a hurry and the call was disconnected. Customer wanted to get her pump exchanged for the updated software. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.